Event description:
Event description cpi received information that during an attempted implant procedure, the insulation of this sweet tip bipolar lead (4269) had a break in it. The physician elected to use another (4269).